Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem was confirmed through visual inspection as it revealed that the downstream occlusion (dso) seal was damaged. The root cause was delaminated dso seal. The dso seal was replaced. A performance verification testing (pvt) test was performed, the device assed all testing criteria and software was updated.

Event description:
It was reported that there was a detached downstream occlusion (dso) seal. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.